Manufacturer narrative:
The left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient with this left ventricular lead was playing tennis; he felt palpitations from muscle stimulation. Flouroscopy was performed and revealed that the left ventricular lead had dislodged. A revision procedure was performed; the lead was elected to be removed and successfully replaced. No additional adverse patient effects were reported.